Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. External visual inspection found that the electrode was returned attached to the device. There were tool marks on the device casing and header. The set screw was loosened and the electrode was removed from the header. The set screw was checked and operated normally. The device could be interrogated and a memory download was performed successfully. The interrogated monitoring voltage was 9.270 volts. The remaining battery life to elective replacement indicator was 87 percent. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory in early (B)(6) 2018. The subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were explanted. A single chamber implantable cardioverter defibrillator (ICD) device and implantable transvenous right ventricular (rv) defibrillation lead were implanted. The device was received at boston scientific's return products department.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a product experience report (per) form that this patient received an inappropriate shock due to oversensing. According to the physician, the patient had retracted the electrode into the pocket. The electrode is wrapped around the device. The physician elected to program the device's tachycardia mode off while this patient's treatment plan is being evaluated. Boston scientific received information from the field clinical representative who confirmed that the device's tachycardia mode has been programmed off and the patient has been prescribed a lifevest. The patient has been scheduled for an in-clinic evaluation in (B)(6) 2018. No intervention has been scheduled at this time.